Event description:
It was reported that: the incident occurred on (B)(6) 2023. "When we opened the packaging, the guide was kinked (not the catheter). The packaging was not damaged." The issue was solved by using a device from another lot# . There were no harm for the patient, the problem was noted before use.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided a photo for analysis, and it showed two kinked guide wires and an sac product lidstock. The customer returned one guide wire from an sac kit for analysis. The introducer needle was not returned. No definite signs-of-use were observed. Visual inspection revealed one major kink in the guide wire body. The damage observed appears consistent with defects related to storage and shipping. The outside packaging was not returned. Both welds were present and appeared full and spherical. The major kink in the guide wire measured 147mm from the distal end and the guide wire total length measured 350mm via calibrated ruler, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use: "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirm ed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. Additionally, the IFU provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." Also, the product labelling was updated to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the incident occurred on (B)(6) 2023. "When we opened the packaging, the guide was kinked (not the catheter). The packaging was not damaged." The issue was solved by using a device from another lot# . There were no harm for the patient, the problem was noted before use.

Manufacturer narrative:
(B)(4).